Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and (bard) pelvisoft were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse, enterocele, rectocele, and cystocele and mesh was implanted along with the concurrent procedures of cystoscopy, and incidental cystotomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that due to recurrence of pelvic organ prolapse, back and abdominal pain, stress urinary incontinence and mesh protrusion the patient underwent vaginal vault prolapse with revision of exposed mesh on (B)(6) 2011.(B)(4).